Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and a solution bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, a loose connection was found between a solution bag and the homechoice cassette. The renal therapy service agent (rtsa) had the patient start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.